Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, withdrawal difficulties and stent damage occurred. The 90% stenosed de novo lesion was located in a severely tortuous and severely calcified distal right coronary artery. The physician attempted to direct stent with a 3.00x32mm taxus liberte' drug eluting stent, but the device could not cross the lesion. During the attempt to cross the lesion, the proximal edge of the stent became flared. While withdrawing the device, the flared edge became lodged on the introducer sheath. In order to retrieve the stent delivery system, first the guide catheter was exchanged, then a sheath-in-sheath technique was attempted and finally a snare was inserted. All three attempts to retrieve the stent delivery system failed and the stent was deployed at the brachium. The procedure was completed by implanting another 3.00x32mm taxus liberte' drug eluting stent in the target lesion. No further pt injuries or complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unk therefore, a review of the manufacturing documentation could not be performed. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors.